Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint states "it was reported that the glass fragments were mixed in the ampule when opened the ampule tip for the cement preparation during total elbow arthroplasty on (B)(6) 2018. Then, the surgeon opened another ampule (same p/n and lot number), but the glass pieces were mixed in the ampule again. The surgeon did not use the ampule for the surgery which contained the glass fragment. The surgery was finished without any other problem although it was not reported how the surgery was completed. There was less than 30 min. Surgical delay and there was no adverse consequence to the patient. No further information was provided by the hospital.." This product has been investigated under (B)(4) for the same issue. The attachments included in this investigation are taken from (B)(4). The number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Device history lot: device history reviewed: 1 unrelated non-conformance on this lot. Final micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 2 additional reports related to difficult to open ampoules. Total for lot number: 3 ((B)(4)). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the glass fragments were mixed in the ampule when opened the ampule tip for the cement preparation during total elbow arthroplasty.